Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a battery issue occurred and the pump battery gauge drained completely. Additionally, it was reported that the insulin fill estimate was inaccurate after loading a new cartridge. There was no reported adverse impact to the customer's blood glucose level. Upon follow up, the customer declined assistance from tandem technical support regarding the issues. No further information was provided.